Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for the detection of atrial fibrillation (af) with rapid ventricular response by the cardiac resynchronization therapy defibrillator (crt-d) that was classified as a fast-ventricular tachycardia (vt) episode. It was noted that the right atrial (ra) lead had some under-sensing of atrial tachycardia/atrial fibrillation (at/af) episodes on stored electrograms (egm) that resulted in terminations of at/af episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.